Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 90mg/dl. Customer experienced symptoms such as disorientation. Customer reports they feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer was advised to return the insulin pump and revert to back up plan.the device will not be returned for analysis.